Event description:
New information notes that the lead had been fractured. A return was also received indicating that a portion of the fractured lead had been explanted.

Manufacturer narrative:
A partial lead with the connector end measuring 14.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during device check with a right ventricular lead that exhibited impedance that was high and out of range. A rise in capture threshold was also observed. Patient stated that the notifier was triggered in (B)(6) but was ignored. The lead was capped and replaced on (B)(6) 2019. The patient was stable before and after the procedure.